Event description:
It was reported that the device a red screen, which indicated a high priority alarm that could potentially stop therapy. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted, (dso)downstream occlusion seal and (uso) bucked upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a bad printed wire assembly (pwa) board. The downstream/upstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.